Manufacturer narrative:
Date of birth: (B)(6). (B)(4).

Event description:
It was reported the catheter side wall split or was punctured. The target lesion was located in the right femoral popliteal bypass graft. The physician selected an angiojet solent omni catheter for use in a thrombectomy procedure. The catheter made one pass down the vessel, came back to do a second pass and resistance was felt. The catheter was removed and noticed the sidewall of the catheter had a split or a puncture in it. The procedure was completed with another solent omni catheter. No complications were reported and the patient was fine post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an solent omni angiojet device. Microscopic examination revealed that the outer shaft had a hole and was kinked 56cm from the tip of the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported the catheter side wall split or was punctured. The target lesion was located in the right femoral popliteal bypass graft. The physician selected an angiojet® solent¿ omni catheter for use in a thrombectomy procedure. The catheter made one pass down the vessel, came back to do a second pass and resistance was felt. The catheter was removed and noticed the sidewall of the catheter had a split or a puncture in it. The procedure was completed with another solent omni catheter. No complications were reported and the patient was fine post procedure.